Manufacturer narrative:
The user reported experiencing a heart attack and was diagnosed accordingly. The event occurred on 13-oct-2025. At the time of the call, the user reported feeling well and was in recovery. The event was not related to sensor insertion or removal and was not related to diabetes.per review of the data management system (dms), the user has not been using the system since (B)(6) 2025 due to loss of the transmitter.

Event description:
Senseonics was made aware of an incident where user reported experiencing a heart attack and was diagnosed accordingly. The event occurred on 13-oct-2025. At the time of the call, the user reported feeling well and was in recovery.the event was not related to sensor insertion or removal and was not related to diabetes.per review of the data management system (dms), the user has not been using the system since (B)(6) 2025 due to loss of the transmitter.